Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: - was any malfunction observed in the accessories used for reprocessing? No. - were there any delays in the pre-cleaning phase? No. - were there any delays in the manual cleaning phase? No. - what type of detergent was used in the manual cleaning phase? Aniosyme x3 (anios laboratories), used in both the pre-cleaning phase in the endoscopy room and during immersion. - was the device surface cleaned during pre-cleaning? Yes. - was the device surface scrubbed/brushed during the manual cleaning phase? Our protocol calls for brushing only the knobs and tip during the manual cleaning phase, while using soft gauze for the instrument whip. - was the correct reprocessing carried out before returning the device, according to the user manual? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope didn¿t wash from the nozzle. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented, the remaining evaluation findings were as follows: due to clogging of the nozzle, the air and water supply volumes did not meet the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the probe cover, objective lens and connecting tube were scratched; the light guide lens had a crack; the adhesive on distal sheath had wear and switch1 had a cut. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.